Event description:
On (B)(6) 2009, pt reported she was changing her infusion tubing and accidently pulled her insulin cartridge to remove it and the cartridge came out, but the plunger remained attached to the piston rod and over 200 units of insulin spilled into the cartridge chamber. Pt stated she "had to pour out" the insulin. Explained a large quantity of insulin in the cartridge chamber could affect the infusion device. Reviewed how to remove the plunger with the insulin cartridge. Assisted with programming her backup infusion device. Pt stated she will complete inserting the new insulin cartridge on her own. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.